Event description:
The customer reported via phone call that the insulin pump had a damaged battery cap and blank display. The customer did not know the blood glucose reading. The customer stated that sometimes the battery would not make contact with the battery cap, and the screen would go blank; however, the customer would twist the battery cap tighter, and the display returned. The customer declined troubleshooting for the blank display. The customer stated that the battery cap contacts were damaged and requested a replacement battery cap. The customer was advised that the battery cap would be replaced and no further assistance was necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.